Event description:
Supplemental report 3/23/2021: per additional information received on 3/3/2021, the patient received an additional appropriate treatment from the lifevest. At 6:05:43, the patient received a sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 210 bpm and the post-shock rhythm was sinus bradycardia at 30 bpm with non-sustained ventricular tachycardia (nsvt). The patient's rhythm then transitioned to vt at 170 bpm with response button use and motion artifact. The response buttons were pressed intermittently from 6:05:51 to 6:07:42, and the lifevest was shut down at 6:07:55. It is not known who was pressing the response buttons during the event. A us distributor contacted zoll to report that a patient experienced an appropriate treatment event consisting of 5 shocks. At 05:40:12, the patient received the first treatment during vf. The patient's post shock rhythm was asystole. The patient receives a second treatment at 05:51:58 while the patient was in vt at 26 bpm. The patient's post shock rhythm was bradycardia at 30 bpm. The patient received a third treatment at 05:52:27 while the patient was in vt at 230 bpm. The patient's post shock rhythm was nsvt at 200 bpm. The response buttons were pressed for one second at 05:53:23. The patient received a fourth treatment while in vt at 240 bpm. The patient's post shock rhythm was bradycardia at 40 bpm. The patient received a fifth treatment during vt at 230 bpm. The patient's post shock rhythm was asystole. Post shock asystole is a known side effect of defibrillation therapy. The response buttons were not pressed during the event. The patient was at the hospital during the event but was transferred to another hospital for emergency surgery. The patient was then intubated and not wearing the lifevest. The patient's condition is unknown.

Manufacturer narrative:
Electrode belt sn (B)(6) and monitor sn (B)(6) were not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event.

Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event consisting of 5 shocks. At 05:40:12, the patient received the first treatment during vf. The patient's post shock rhythm was asystole. The patient receives a second treatment at 05:51:58 while the patient was in vt at 26 bpm. The patient's post shock rhythm was bradycardia at 30 bpm. The patient received a third treatment at 05:52:27 while the patient was in vt at 230 bpm. The patient's post shock rhythm was nsvt at 200 bpm. The response buttons were pressed for one second at 05:53:23. The patient received a fourth treatment while in vt at 240 bpm. The patient's post shock rhythm was bradycardia at 40 bpm. The patient received a fifth treatment during vt at 230 bpm. The patient's post shock rhythm was asystole. Post shock asystole is a known side effect of defibrillation therapy. The response buttons were not pressed during the event. The patient was at the hospital during the event but was transferred to another hospital for emergency surgery. The patient was then incubated an not wearing the lifevest. The patient's condition is unknown.